Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards lifesciences received notification of a procedure involving the implantation of a 52 mm evoque valve. One day following the procedure, the patient experienced asystole and a permanent pacemaker was implanted. The patient was discharged.